Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in the mandibular contour region with juvéderm® volux¿ and "patient begins with inflammatory symptoms in the treated area", "inflammation in the mandibular contour.". Physical examination reveals bilateral inflammatory nodules, hard, painful on palpation and erythematous." After the second hyaluronidase session, "the nodules are soft, but there is evidence of delimited edema in the area. It was decided to perform bilateral drainage, removing exudative content. Patient again reported "discomfort and swelling in the same mandibular area." Upon consultation shows a new small collection on the same site and decided to carry out drainage and take a sample for cultivation. Treatment included oral prednisone and empirical antibiotic coverage, hyaluronidase, trimethoprim-sulfamethoxazole (tms) and amoxicillin-clavulanic acid (optamox duo®), plus oral corticosteroids. Internal washing of the area is carried out with hydrogen peroxide and povidone iodine. The patient is evolving with clinical improvements.